Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the investigations showed, that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interrupt. The insulin pump shut down without alarm because of the sudden power failure. The user of an accuchek spirit combo insulin pump should only use quality batteries like those recommended by roche: the accu-chek spirit combo insulin pump user guide 1.4 accessories and disposables/1.4.3 battery: your pump requires one aa1.5v battery in order to function. Use aa high-quality alkaline lr6 or lithium fr6 batteries that have a minimum capacity of 2500mah. Do not use carbon zinc or nickel cadmium (nicd) batteries. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported the infusion device is "dead"; no alarm/error message. Patient stated the display of the infusion device is black. Patient reported changing the battery and the battery cover with no success. Patient reported noticing that the "silver battery contact" from the batter cover is dark/oxidize. No health concerns were reported. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.